Manufacturer narrative:
The device was received fully deployed with the slide insert visible in the top housing window. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would contribute to a needle mechanism failure. Although no issues were found, it could not be determined when the device deployed; a root cause for the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.